Event description:
The customer reported obtaining a non-reproducible beta human chorionic gonadotropin (access total bhcg) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample five (5) additional times on the same unicel dxi 800 access immunoassay system and obtained erratic results that were either above the assay's established normal reference range or within the assay's established normal reference range. The initial elevated access total bhcg result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control) and carryover testing were all recovering within expected ranges at the time of the event. The patient's sample was collected in a heparin plasma tube which was then centrifuged for ten (10) minutes at 3,000 rpm (revolutions per minute) at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. The fse proactively replaced the instrument's sample probe and noted that there was no bend or corrosion present. There is no evidence that the access total bhcg reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.